Event description:
Contact reported that the vascular access surgeon experienced excessive bleeding prior to implantation of the charite disc. The bleeding delayed the case more than 30 minutes. The disc was implanted and there was no adverse consequence reported as a result of this situation. As the delay was in excess of 30-min an MDR is being filed to document this event.